Event description:
Info received indicated that the head end, high low would drift. No injury reported.

Manufacturer narrative:
Tech found the head end hi-lo would drift. Replaced hydraulic manifold to resolve this issue. Bed repaired in bed shop.